Event description:
A pt called to report that he is unhappy with his implant and wants it removed. He states his implant seems brighter, glossier and appears larger in his left eye than the implant in his right eye. He also complains of glare when driving at night. He reports having a yag laser done in the past (reason unclear) and symptoms persist. The pt current physician was contacted and he states there is nothing wrong with the intraocular lens (iol) and he does not recommend performing a lens exchange. The implanting surgeon was contacted and he states the pt's bcva following surgery was 20/20 with no complaints. He mentioned that the pt had a history of exotropia that was corrected at the time of the initial surgery. He felt current symptoms may be related to the exotropia reoccurring, but could not say for sure without seeing the pt.